Manufacturer narrative:
Result: the penumbra system 3max reperfusion catheter was kinked approximately 5.0 cm from the hub, distal to the strain relief. The penumbra system 3max reperfusion catheter distal shaft was also stretched approximately 11.5 cm from the tip. Conclusion: the complaint has been evaluated. The complaint indicates that the penumbra system 3max reperfusion catheter distal tip stretched during the removal of the catheter from the patient. Evaluation of the returned product confirmed stretching of the distal catheter shaft. Based on the description of the event, during removal of the catheter from the patient it appears that the distal tip of the catheter was lodged inside the vessel. The physician stated that as the proximal end of the catheter moved, the distal tip remained in place, indicating that the distal tip was somehow anchored in the vessel. This would have caused the distal shaft to stretch during the removal of the catheter. The penumbra system 3max reperfusion catheter proximal shaft was also kinked distal to the strain relief. The kink in the proximal shaft was not described in the complaint but may have occurred when attempting to pull the catheter from the patient. It is unknown what caused the catheter distal tip to lodge in the vessel. It is possible that the vessel was highly tortuous or that the catheter was stuck inside another device such as a delivery catheter. However, it is unknown if another catheter was being used in conjunction with the 3max reperfusion catheter. There is no evidence of a device malfunction. The device performed as intended. These devices are 100% visually inspected for damage during process inspection. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a thrombectomy procedure using penumbra system 3max reperfusion catheter in the middle cerebral artery. During the procedure, the tip of the 3max catheter began to stretch upon removal. There was no report of an adverse effect on the patient.